Manufacturer narrative:
The investigation determined that lower and higher than expected vitros phyt quality control results were obtained from a non-vitros biorad quality control fluid using vitros chemistry products phyt slides on a vitros 5600 integrated system. The assignable cause of the lower than expected vitros phyt results is an issue with the vitros 5600 integrated system specifically affecting the vitros phyt assay following the six-month maintenance and correction factors performed by the customer. Some of the wavelengths were updated on the analyzer following the correction factors and the qc results shifted lower than expected post maintenance and correction factors. Ortho advises customers to run qc fluids following correction factors and to recalibrate if the qc results are not within expectations. The assignable cause of the higher than expected vitros phyt quality control results is a suboptimal calibration. After low qc results had been obtained post maintenance and correction factors, the customer recalibrated vitros phyt and obtained higher than expected qc results post calibration. The calibration parameters from this calibration event were not typical. The cause of the suboptimal calibration is unknown. The customer again recalibrated vitros phyt and quality control results returned to expectations post calibration. Based on historical quality control results an issue with vitros phyt lot 2619-0171-2892 is not a likely contributor to the event. In addition, vitros phyt lot 2619-0171-2892 was performing as expected on an alternate vitros 5600 integrated system at the customer site. Following the last calibration event of vitros phyt, the customer performed a correlation between both analyzers using vitros pv fluids. The correlation was acceptable. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros phyt lot 2619-0171-2892. The customer performed marker precision testing using vitros crbm slides on the vitros 5600 integrated system after the last calibration of vitros phyt had been conducted. The results were within acceptable guidelines indicating that the vitros 5600 integrated system was performing within expectations at that time.

Event description:
A customer contacted the ortho clinical diagnostics technical service center (tsc) to report lower and higher than expected results obtained from non-vitros biorad quality control (qc) fluids processed using vitros chemistry products phyt slides on a vitros 5600 integrated system. Biorad lot 40990 l3 results of 16.51, 16.83 and 30.31 ug/ml vs an expected result of 21.06 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected results were from qc fluids and were not reported outside of the laboratory. However, the investigation was unable to confirm that patient samples would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).